Event description:
The customer reported that results for a single pt sample processed on a vitros 5,1 fs chemistry system were associated with the incorrect pt name. No erroneous results were reported out of the laboratory. There were no allegations of harm as a result of this event. (B) (4).

Manufacturer narrative:
Investigation into this event determined that the customer re-uses sample ID numbers. The customer reused a sample ID that had pending results stored in the analyzer. If a sample is not processed to completion, the sample programming and associated demographics data are retained by the analyzer in a "pending" state. Re-using the sample ID on a different sample without completion of the original request or the deletion of the pending testing, will cause the original info to be carried forward. The customer was sent ocd technical bulletin cm07-188 pertaining to the re-use of sample ids. The root cause of this event is user error.